Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the device failed the oxygen percent check due to an oxygen leak in the oxygen valve/internal regulator assembly. The device's oxygen regulator, oxygen valve and oxygen airway assembly were replaced to address the issue.